Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had lost weight which caused the ipg to be superficial and it was noted that the pocket was large enough that the ipg was moving around. It was also reported that the charger was causing discomfort. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.